Event description:
It was reported by the patient's counsel that there is a supposed issue with a tkr which was performed on (B)(6) 2010. It is unknown what the reason was for the revision.

Manufacturer narrative:
A review of the implant's manufacturing records indicate that is was made to specification. Very little information has been obtained to determine root cause. Should additional information be proved to further this investigation, this report shall be updated.